Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had their right lead replaced to change placement. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.